Event description:
A malfunction occurred when the pump got wet, displaying a malfunction code. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no significant adverse impact. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur, allowing continued use of the pump. The customer was advised to call back if any issues reappear.